Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had a loss of efficacy, symptoms came back. There were no falls associated with the event; however, on x-ray could see twiddler of the lead, the lead was all twisted. Impedance measurement was high >4000 ohms on all electrodes. The consumer would get a new lead. The issue was not resolved at the time of the report. Surgical intervention was planned but it was unknown if it had been scheduled.

Event description:
Additional information received from the representative reported the consumer was still waiting on a revision of the lead and it was not known yet when the lead would be replaced. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: product ID: 388928, lot# unknown, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was resolved, and the consumer received a new lead on (B)(6) 2017.

Manufacturer narrative:
Analysis of the lead, model 388928, serial/lot no. Unknown, found lead body conductor broken (overstress/damage). All conductors are broken (overstress damage) 9.1 cm from the proximal end. Conductors are broken (overstress damage) at multiple locations. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Analysis determined the lead was twisted. (B)(4). Device information has also been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the lead had been explanted.